Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that there was a parity error power on reset (por), 0x400 seen. The rep had access to the patient. The rep did not clear the por on the call. The rep also reported impedances were greater than 10,000 ohms on the 8-15 lead except 12. The rep reported that there was no change in the patient¿s therapy. The rep reported that impedances were tested at 0.7v. The rep reported that the patient was still getting therapy using the 8-15 lead, with 8 and 15 being anodes and all else being cathodes. The rep reported that they would attempt reprogramming and maintaining coverage. No further complications were reported.